Event description:
International customer reported that a pt presented with drainage in 2008 following an initial laparoscopic incisional hernia repair performed on the previous month. The pt was returned to surgery eighteen days after the original date, for mesh explant and repair due to "extrusion of the mesh". Site found to be infected and left to heal by secondary intention. Approx two months after the original date, the pt had a laparotomy at which time the surgeon reports adhesions to the "bowel friendly" mesh.

Manufacturer narrative:
Infection occurred - conclusion: no conclusion can be dawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.